Manufacturer narrative:
H6. Health impact and evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic or diagnostic evidence of the complaint was provided by the customer. The most probable cause of an 1870 alarm is the photo switch/motor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the pump displayed error 1870 and was not able to restart after removing and replacing batteries. The alarm persisted. Patient not affected. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.